Event description:
The device was returned to the service center with a report from the customer contact that the device control knob does not work. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. However, during verification testing at the service center, it was found that the device control knob does not match the display. The device was received at the service center with a broken display and front case. The device display printed circuit board was replaced. Then the control knob was switched to the power on position and the device powered on. The control knob was then switched to the power off position and the device did not power off. The device control knob detent magnet was replaced. Again the device control knob was switched to the power on position and the device powered on. The control knob was then switched to the power off position and the device powered off. The probable cause the device control knob did not match the display was due to the detent magnet.